Manufacturer narrative:
(B)(4) an investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
While opening a bottle of enzymatic cleaner, the field service representative (fsr) was splashed in the eye. The fsr washed eye with water and went to the emergency room for treatment. The fsr was given eye drops for lubrication and a cream for a minor skin burn. The fsr stated he was fine and no further treatment was required.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. On (B)(6) 2010, during a field service visit to perform maintenance on a cell-dyn 3700 instrument, a field service representative (fsr) reported that while opening a new enzymatic cleaner bottle, the liquid splashed in the fsr's skin and one eye. The fsr washed with water and went to an emergency clinic. The medical practitioner ordered some eye drops for eye lubrication and a cream for minor burn on the skin. The fsr is in good condition and required no further treatment or follow-up. No information was provided in regards to the fsr wearing any protective equipment. Product labeling was reviewed and found to adequately address operating hazards and precautions. A review of the risk management file (rmf) for the cell-dyn 3700 indicates that the user may have exposure to incidents classified as hazardous through contact with bleach or enzyme cleaner during instrument maintenance. Controls are in place to reduce the risk such as handling instructions, hazard classifications, material safety data sheets, and instructions in manual for handling and maintenance of the instrument. A review of tracking and trending indicated no adverse trends associated with this issue. Based upon the investigation, it has been determined that the cell-dyn 37000, list number 2h31-01, (B)(4), is performing as intended. No product deficiency was identified and no product issue was identified related to the reported issue.

Event description:
During one of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump occlusion ring was broken. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.